Event description:
It was reported that when removing the delivery system from the patient, after stent deployment, the catheter tip allegedly detached from the inner catheter and remained in the vessel. The stent was placed in the sfa via the femoral artery. After several attempts, the physician was able to remove the tip from the patient. There was no report of injury to the patient.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states. The review of the manufacturing records showed that no remarkable incidents occurred. The stent remains implanted; however, the delivery system has been returned for evaluation. The product evaluation is currently underway.